Event description:
It was reported that a continuous ambulatory peritoneal dialysis y-set was missing the blue spike protector. A registered nurse discarded the sample prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the y-set was not returned and the lot number is unknown, a device analysis was unable to be completed. Should additional relevant information become available, a follow-up report will be submitted.